Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the centrifugal pump head leaked. A few drops of blood loss. The product was not changed out. The surgery was completed successfully.